Event description:
During a review of the patient's programming history an anomaly was identified. On (B)(6) 2005, the patient was interrogated and reprogrammed. A faulted diagnostic test was then performed. The patient was never re-interrogated. At the patient's next recorded visit, (B)(6) 2005, the patient was initially interrogated at faulted diagnostic settings. This was then corrected during that visit. It appears that the faulted system diagnostic test which occurred on (B)(6) 2005, resulted in a change to the patient's setting which was not initially corrected.

Manufacturer narrative:
Analysis of programming history